Event description:
It was reported that an asymptomatic patient presented to the clinic on (B)(6) 2021 with a loss of capture due to a dislodged right ventricular lead. An x-ray was performed on (B)(6) 2021 that confirmed that the patient's right ventricular lead had dislodged. The patient's lead was repositioned successfully. The patient was stable throughout.